Manufacturer narrative:
Event date is estimated. The ipg was explanted due to ipg has exposing itself through the skin. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing skin erosion at the site of the ipg that subsequently exposed the ipg through the skin. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.